Event description:
Getinge service territory manager (stm) visited customer. During visit customer stated that during routine check prior to patient use, the cardiosave intra-aortic balloon pump (iabp) was not charging while it was plugged into an ac power supply and is seated in the pump console. Confirmed that the pump was connected to an ac power supply and was fully engaged in the pump console. It was not charging. Customer is trained to pm and repair for the cardiosave iabp. There was no patient involved reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge fse confirmed unit is not charging batteries upon initial inspection. Confirmed cart is able to charge console with a separate known good console. To resolve the issue fse replaced power management pcb and batteries are charged correctly. Unit passes tests and calibrations to manufacturer standard and is released for clinical use.

Event description:
N/a.